Manufacturer narrative:
The reported event was observed in service and confirmed. The bottom trigger would stay in the run position causing device run-on due to corrosion. The device was repaired and returned to the customer.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during testing conducted at the manufacturer facility the trigger of the device was sticking, causing the device to continue to run after the trigger was released. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.